Manufacturer narrative:
Insulin pump received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test and displacement test due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 156 mg/dl. The customer was assisted with troubleshooting. The customer stated that they press act and insulin pump had two lines like dashes going toward each other. The customer also stated that the bottom of script was cut off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.